Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (at a dose of 25 g, concentration unknown) via implanted infusion pump indicated for cerebral palsy. It was reported that on (B)(6) 2024 the patient's pump and catheter were removed due to infection around the pump. There was no relationship to the drug, pump, or catheter. Removal was scheduled to be performed in order to control the infection.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The patient had an infection around the pump and required hospitalization or prolongation of hospitalization. The date of onset was reported as (B)(6) 2024. The pump was removed on (B)(6) 2024. The outcome of the event was recovered as of (B)(6) 2024. Antibiotics were discontinued due to recovery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.